Manufacturer narrative:
Two opened company iol handpiece injectors were received for the report of the stamp passes under the iol. A visual inspection of the iol handpiece injectors was performed and was found to be nonconforming. The plunger on each injector was bent slightly upward at the plunger head a functional thread to barrel engagement check was performed on each injector and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed on each injector and was found non-conforming the plunger did not contact the ramp and went pass the two inscribed lines. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger in the two samples have a bent plunger head resulting in a upward plunger position, which could result in the plunger passes through the upper part as reported in the complaint. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injectors is from improper handling of the product. This injectors have been in service for approximately 24 mos. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that he purchased the shooters in may. Three of them no longer work. The stamp of the shooters passes under the iol, so the iol remains in the cartridge. There was no patient contact and no patient harm. Additional information has been requested and received stating that during surgery, but no contact with patient. Iol is loaded outside the eye into the cartridge and shooter, if it is not correctly, then a new shooter system is used. A new cartridge and shooter were used to complete the procedure. Hyaluronic acid was used as viscoelastic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).